Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular lead. The oversensing led to incorrect detection of ventricular fibrillation (vf). Device reprogramming is anticipated to resolve the event and the patient was in stable condition.